Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified an opening, crease flat, and wear abrasion. Leak test was performed and found an opening on the anterior. A microscopic analysis was performed which identified a sharp edge opening on the anterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp opening edge on anterior due to an unidentified (tear) opening.

Event description:
Device has been explanted.